Event description:
During performance of a carotid endarectomy surgeon changed from an argyle straight shunt to a balloon shunt by vascushunt. When surgeon inflated the common carotid balloon with the syringe included with the kit and removed it from the inflation port - the entire inside of the inflation mechanism was removed and attached to the end of the syringe. There ensued a series of maneuvers (digital compression of the artery attempts at reinsertion of the shunt, with eventual replacement of the valve and with occlusion of the artery that required several minutes of occlusion in a pt with known contralateral internal carotid occlusion. The pt suffered diffuse cerebral ischemia.